Event description:
It was reported that this patient was admitted to the hospital due chest pain and loss of capture on the right ventricular (rv) lead. The rv lead was reported to have a fracture at the lead tip and have insulation damage. The patient was hospitalized and temporary pacing was provided. The rv lead removal was attempted, however unable to be completed successfully, and surgery was postponed. Upon the removal surgery, the tip was found in the cardiac sac, and the electrode end pierced the myocardium. Subsequently, the lead was successfully removed and a new rv lead was placed. No additional adverse patient effects were reported. Additional information received. The physician suspects there was not enough slack on lead, which may have caused pressure and eventual perforation. The physician also suspects the stress of cardiac motion after the lead perforated may have cause the separation.

Event description:
It was reported that this patient was admitted to the hospital due chest pain and loss of capture on the right ventricular (rv) lead. The rv lead was reported to have a fracture at the lead tip and have insulation damage. The patient was hospitalized and temporary pacing was provided. The rv lead removal was attempted, however unable to be completed successfully, and surgery was postponed. Upon the removal surgery, the tip was found in the cardiac sac, and the electrode end pierced the myocardium. Subsequently, the lead was successfully removed and a new rv lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was admitted to the hospital due chest pain and loss of capture on the right ventricular (rv) lead. The rv lead was reported to have a fracture at the lead tip and have insulation damage. The patient was hospitalized and temporary pacing was provided. The rv lead removal was attempted, however unable to be completed successfully, and surgery was postponed. Upon the removal surgery, the tip was found in the cardiac sac, and the electrode end pierced the myocardium. Subsequently, the lead was successfully removed and a new rv lead was placed. No additional adverse patient effects were reported. Additional information received. The physician suspects there was not enough slack on lead, which may have caused pressure and eventual perforation. The physician also suspects the stress of cardiac motion after the lead perforated may have cause the separation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only a 57 centimeters (cm) segment of the lead was received. The terminal end was not returned and appeared severed. Also, the tip end was missing and appeared fractured. Visual inspection of the distal end of the molded neck showed surfaces of tear that appeared smooth indicating it was not recently torn. Detailed analysis was unable to confirm the cause of the distal tip fracture, as the tip was heavily worn after the fracture. In addition, detailed analysis confirmed that the inner conductor coil had a break at the distal end. The cause of the fracture was unable to be determined due to pitting over the surface and sides of the inner conductor coil. The reported electrode-end damage, conductor fracture, failure to capture, insulation damage and difficult-to-remove allegations were confirmed and is likely the result of the lead damage observed by the laboratory.